Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they experienced angina.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: ddmb1d1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic), high rate non-sustained episodes, and fluctuating pacing impedance. In addition, the rv lead was exhibiting oversensing/noise. A fracture of the rv lead was suspected. The rv lead was reprogrammed, and a rv lead replacement procedure was attempted. It was noted that the pace/sense portion of the rv lead did not appear fully engaged in the implantable cardioverter defibrillator (ICD) possibly due to bodily debris that was noted on the pin when the pocket was opened. However, the tug test did not reveal a ¿loose lead¿. During an attempt to gain access to the vein a pneumothorax was noted. The procedure was stopped and the existing rv lead was reconnected. Both the rv lead and the ICD remain in use. No further patient complications have been reported as a result of this event.